Event description:
According to the initial reporter, the switchpoint infinity 2 did not boot up to the infinity interface. The reporter also stated that the hospital staff was not able to route any video to the monitors. The router was frozen and it was rebooted before cases and there were no pts in the room. There are no reports of adverse consequences associated with this event.

Manufacturer narrative:
There was no pt involvement. Therefore, this information is not applicable. There is no established expiration date for this device. The switchpoint infinity 2 is not an implantable device. The switchpoint infinity 2 is not an explantable device. The product is to be returned upon conclusion of additional field testing. This is not a single use device. Eval summary: according to the initial reporter, the switchpoint infinity 2 did not boot up to the infinity interface. The reporter also stated that the hospital staff did not able to route any video to the monitors. The router was frozen and it was rebooted before cases and there were no pts in the room. The reporter also noted that the loss of video occurred prior to surgery, and the device was not used for or during the case. There are no reports of adverse consequences associated with this event. Because video was lost to all monitors and the hospital staff did not attempt to use the failsafe, it is unk as to whether the failsafe was functioning properly. The stryker technician was also unable to verify full product functionality because there were limitations posed because of a case being conducted concurrently during his visit where he attempted to diagnose the issue. To immediately rectify the issue, new software and hardware components were installed. A stryker representative is scheduled to revisit the site in order to conduct a thorough inspection of the product to ensure it is working to specification. Based on the results of this investigation, additional testing may be required by the manufacturer. This report is filed based on the current evidence which suggests that there was video loss to all monitors.